Event description:
On (B) (6) 2008, the patient was implanted with elevate device. On (B) (6) 2008, it was reported that the patient had urinary incontinence which is continuing. It was reported to be treated by pelvic exercise therapy. No further information was provided. Lot/serial # not provided.